Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of low, due needing a setting adjustment. Low bg was addressed by consumed carbohydrates. Reportedly, customer consulted their healthcare provider who assisted in correcting settings.